Event description:
It was reported that the battery voltage was unacceptable and the device had not indicated eri status. The device was explanted and replaced. The device will not be returned for analysis.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: (B)(6) says this issue would not have caused an emergency explant.(B)(4).